Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort associated with the pump and expressed dissatisfaction with the device. A surgical procedure was performed in which the pump was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.